Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that 11-years-old male child patient's cannula was kinked which led to high blood glucose level. The patient tried to treat it with intravenousely and fluids.but, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level on (B)(6) 2024 with blood glucose level over 819 mg/dl. Also, he had high ketones which were assessed as dangerous or life-threatening. Futher, the patient was transferred to intensive care unit. Moreover, the infusion set was used for three days. During hospitalisation, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.